Manufacturer narrative:
Since model and lot # is unknown, UDI information and manufacturing date is unknown.

Event description:
It was reported that during patient treatment in nava (neurally adjusted ventilatory assist) mode, there were alarms generated for ¿edi signal interference from ECG¿ and ¿edi signal invalid¿. High respiratory rate was delivered and the patient derecruited, with saturations dropping to 70% and large volumes of air was accumulated in the stomach. Manual ventilation was initiated to stabilize the patient, and the edi catheter was replaced. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Additional information was requested from healthcare facility including ventilator logs from the connected servo-n ventilator, the edi catheter model and lot number, details regarding any electrical equipment in the vicinity, and whether ECG lead repositioning had been performed. The healthcare facility reported that ventilator logs, edi catheter model, and lot number were unavailable. No additional electrical equipment was noted in the vicinity; however, ECG repositioning had been performed. The ventilator, including the edi module and edi cable, was reportedly checked at the healthcare facility with no issues observed. Further requests were made for additional details regarding the ECG repositioning, patient age and weight, pre-existing conditions or complications, and whether x-ray imaging had been performed to confirm edi catheter positioning. Despite several follow-up requests, no additional information has been provided by the healthcare facility.the healthcare facility was also again requested to provide the model, size, and lot number of the edi catheter used, but reported that the information was unknown. Ventilator logs could not be obtained because the serial number of the involved servo-n ventilator was not available.the ventilation mode in use was reportedly niv nava. Non-invasive ventilation (niv) refers to ventilation provided without intubation or tracheostomy, typically using a patient interface such as nasal prongs, nasal mask, or face mask. Neurally adjusted ventilatory assist (nava) is a ventilation mode controlled by the patient¿s respiratory drive through monitoring of the electrical activity of the diaphragm (edi) via the edi catheter. The ventilator delivers assist proportional to and synchronized with the patient¿s diaphragmatic activity. The reported alarms were ¿edi signal interference from ECG¿ and ¿edi signal invalid.¿ these are medium-priority alarms indicating that backup safety ventilation is active due to ECG interference or invalid edi signal detection. The recommended user action for both alarms is to check the edi catheter position. The alarms are both visual and audible and automatically reset once the alarm condition ceases. Since ventilator logs were not available, the reported alarms could not be confirmed or further evaluated. Based on the available information, the edi catheter may have been affected by ECG interference causing misinterpretation of signals intended for the diaphragm. Although the edi catheter was reportedly taped and considered to be in good position, subtle displacement or malposition cannot be excluded. Alarm generation indicating ¿edi signal interference from ECG¿ and ¿edi signal invalid¿ suggests that the edi catheter may have been out of position.the reported high respiratory rate may have contributed to increased air swallowing and subsequent air accumulation in the stomach. The combination of a potentially malpositioned edi catheter, ineffective diaphragm triggering, and high respiratory rates most likely contributed to the significant gastric air accumulation and patient derecruitment observed during the event. The ventilator functioned as designed by activating alarms and backup safety ventilation in response to interference from the ECG signal or invalid edi signal detection. The involved edi catheter was not returned for evaluation, therefore no further investigation regarding edi catheter functionality could be carried out.as no additional information has been provided despite repeated requests, no further investigation can be conducted.